Manufacturer narrative:
The ca2 reagent's lot number was 705711. The expiration date was not provided. The gluc3 reagent's lot number was 702348. The expiration date was not provided. Calibration and qc were performed and they were within the range. The field service engineer (fse) found that the ca2 reagent had residues and yellow leftover. He replaced it and then obtained the correct results while testing the samples for ca2. The fse observed that one of the pipes in the washing station was broken. He changed it. He also changed the tube as it was observed to be leaking acid. The fse checked the reagent and sample pipette settings and they were working fine. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with calcium (ca2) assay and glucose (gluc3) assay on a cobas pure c303 analytical unit. Ca2: initial result: 5.65 mg/dl. Repeat result: 8.83 mg/dl. Gluc3: initial result: 25.1 mg/dl. Repeat result: 192 mg/dl. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The field service engineer found that while the reaction cells were rotating normally, the liquid dropped from the third nozzle of the wash unit. He fixed the wash unit of the reaction cells. The root cause was due to a leakage in the third nozzle of the wash unit. The service action (fixing the wash unit of the reaction cells) resolved the issue.